Manufacturer narrative:
The patient discarded the device. An evaluation of the device cannot be completed; therefore, the complaint is not confirmed/verified. The alleged "rip" in this device was likely caused by the length of use and lack of routine cleaning. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, no additional complaints have been filed for this failure. A review of complaint history revealed this is the only complaint for this catalog number reported in the past two years. During this same two-year time frame, (B)(4) kits have been sold worldwide making the rate of failure (B)(4) percent. The instructions for use and patient care booklet advise the customer of the following. -routinely inspect the dual port feeding adaptor for secure safety cap closure and replace as necessary. If the safety cap does not close securely, there is an increased potential for leakage or gastric contents which could lead to skin irritation and/or infection. -on a daily basis, perform the following: observe the stoma for signs of inflammation, lift the external bolster to check the skin beneath, clean under the external bolster with a cotton swab, ensure the external bolster is positioned 1-2mm from the patient's skin so that air can circulate around the stoma site. Wash the stoma and surrounding skin with warm soapy water, ensure the soap residue is completely rinsed away, dry the area thoroughly after cleaning, if fluid leaks from the tube or stoma, or exudate develops, remove it, clean the site, rinse it completely, and dry thoroughly, rotate the gastrostomy tube 360 degrees to reduce skin irritation and ulceration, and the prevent the tube from adhering to the stoma, report any changes to the md/hcp, if the tube should be damaged or if the adapter breaks, be sure to call the md/hcp for repair or replacement. This reported issue will continue to be monitored through the complaint system.

Event description:
A patient reported an incident involving a fesp2400- entake peg safety system kit item. The two-port feeding adapter is the reported component. The patient stated she flushed/drained the device, successfully ate and closed it before bed. When she awoke, she was able to feed herself but noticed the tube was ripped which made it unable to be closed. A conmed customer service representative contacted a sales representative to inquire about the availability of this kit component. A new two-port feeding adapter was overnighted to the patient. Additional information has since been collected. The patient has esophageal cancer and is using this device at home per physicians' instructions. The patient is being monitored monthly by her physician and does not have home health care. The patient was not injured in anyway and is currently able to receive nutrients. This tri-funnel tube had been in place for over 11 months. Typically, these devices are changed every 4-6 weeks. It was noted that ensure formula had crusted inside the tube making it so stiff it was no longer mailable. This report is raised on the basis of a device malfunction with potential for patient injury.